Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-93757. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
After further review, this report is now being filed as an adverse event instead of product problem and adverse event both. Section b1 has changed related to the complaint changing from the reported adverse event and product problem both to an adverse event. Section h6 health effect- impact code has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging holes in the nasal septum from using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.